Manufacturer narrative:
(B)(4). Empty. The analysis results of the device found that it was received empty and locked out. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. A possible cause of this condition may be that the device was fired over the vessel without any clip loaded into the jaws. In order to avoid this kind of issue, please prior to each clip application inspect the jaws to ensure the clip is fully advanced to the tip of the jaws. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information requested.

Event description:
It was reported that during a coronary artery bypass graft, the device was used on the vein at the heart. The doctor approached to the target tissue without loading a clip into the jaw, so the target blood vessel was damaged and bleeding occurred. Another device was used to complete the case. There were no adverse consequences to the patient.